Manufacturer narrative:
Additional information and correction: based on the additional information received, the codes from the initial MDR of 1069 - break is no longer applicable. The following sections have been updated to reflect the new information and corrected data: describe event or problem: initially it was reported that an preloaded intraocular lens (iol) had crack on the tip. The event was observed upon opening the packing . There was no patient contact with the product. Additional information received confirmed that the crack was on the cartridge tip. Lens had not contact with patient's eye, only cartridge tip had contact with patient's eye. The procedure was completed with the same type of lens and diopter. There was no patient injury. No medical or surgical intervention was required as the lens was not put into the eye. The lens was discarded and not available for return. No further information is available. S report source: health professional and user facility device code (s): 1135 - crack type of investigation: 4115 - device discarded all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an preloaded intraocular lens (iol) had crack on the tip. The event was observed upon opening the packing . There was no patient contact with the product. No further information is provided.

Manufacturer narrative:
There was no patient contact. There was no patient contact. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.